Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and primary analysis revealed no anomalies found. (B)(4): the proximal segment of the lead was returned, analyzed and primary analysis results revealed no anomalies found. Additionally it was noted that the proximal conductor was distorted, outer insulation had a cosmetic depression, and there was apparent explant damage. (B)(4): the proximal section of the lead was returned, analyzed, and primary analysis results revealed no anomalies found. Additionally it was noted that the proximal conductor was distorted, outer insulation had a cosmetic depression, and there was apparent explant damage.

Event description:
It was reported that the patients expired. The patient's spouse called and asked "why didn't the device save him." The patient "had not been feeling well that day" and had a significant history of ventricular tachycardia, ventricular fibrillation, and mycardial infarction.